Event description:
Device used in surgery for a deviated septum. The device was placed on pt's abdomen during surgery while pt sedated. It was discovered in pacu that the pt had a blister on the right upper quadrant of the abdomen.